Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range with moderate ketones. The cartridge, infusion set and site were changed. A correction bolus and insulin pen injections were used to address the high bg level. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusions was unable to be performed.